Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary artery thrombosis cannot be confirmed. In addition to the procedure itself, patient factors (moderate valvular calcification, moderate aortic root calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), during a transapical tavr procedure, occlusion of the right coronary artery (rca) was suspected. During the procedure, following the deployment of a 23mm sapien xt valve, paravalvular leak (pvl) was trivial to mild on post deployment echo. The delivery system was removed. When an attempt was made to remove the ascendra+ (asc+) sheath, the blood pressure suddenly decreased to the 70's mmhg and an st elevation was noted. Occlusion of the left coronary artery was suspected and an emergency coronary angiography was performed. The left coronary artery was found to be intact. Occlusion of the rca (seg 3 and seg 4) was suspected. An attempt was made to aspirate the thrombus, but the thrombus dissolved naturally. The blood pressure increased to the 110 mmhg without further intervention. The asc+ sheath was removed and the apex was closed. A thoracostomy tube was then placed and the procedure was completed. The native annular diameter measured 25.0mm by tte. Moderate valvular calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this device. Please reference related manufacturer report no: 2015691-2016-02080.